Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic supracervical hysterectomy, uterloysis, cystoscopy and robotic uterosacral ligament fixation due to menorrhagia, sui, uterine prolapsed and vaginal relaxation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2013 due to urethral obstruction and mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent a mesh excision on 01/22/2015.